Event description:
The nurse manager of the hospital reported that this IV extension set had disassembled during use on (B)(6) 2012. She reported that as a result of this malfunction. Medical intervention was required due to pt blood loss. She reported that following the procedure, the pt appeared to be fine. The IV set was returned to the MFR for analysis. No further info is available at this time.

Manufacturer narrative:
(B)(4). Quest medical, inc., has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Quest medical, inc., defers to the pt's physician regarding medical history.